Event description:
A customer contacted global technical services (gts) regarding assistance with ending therapy early on the homechoice (hc) unit during use. The home patient (hp) had bypassed drain and was now in last fill. The nurse (rn) said, the home patient (hp) was intentionally disconnected early because, they bypassed drain. Rn is requesting to end therapy on the hc. The technical service representative (tsr) assisted the rn as requested. Follow up with the nurse revealed that the patient was currently in the clinic and they were reviewing proper technique and procedures with the patient. The nurse stated that the patient is doing well with therapy. The nurse confirmed that there was no medical intervention or patient injury associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data are available within the complaint information to identify a root cause. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.